Manufacturer narrative:
The fse that encountered the issue discovered that the vacuum connector on the side of the compressor housing was leaking. The fse replaced compressor hose and pneumatic components. The unit then autofilled, passed the vacuum regulator check, and had strong performance during the pneumatic performance test. The fse performed a full pm with full calibration, functional checks, and electrical safety tests to factory specifications. The iabp was cleared for clinical use and returned to clinical service.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) unit failed autofill and has low vacuum performance. There was no patient involvement.